Manufacturer narrative:
Further investigation was concluded on (B)(6) 2017 with a visual inspection of the cpu pcba which revealed no evidence of damage or contamination. Exhaustive testing on the cpu pcba revealed no errors and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Response position of touch screen was misaligned at times and it did not respond. Additionally, it was detected that the diagnostic log had registered occurrence of 'ventilator restarted due to anomalies detected during operation'. Touch screen was replaced. Cpu board was replaced as prevention measure due to the restart anomaly. Unit was checked overall, cleaned, run in tests, alarm tested and functional check was performed.

Manufacturer narrative:
Initial reporter phone number removed from grid - (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported that the v60 vent touch panel did not respond well. Calibration was attempted but unable to operate it. The event was not duplicated on site but it was duplicated the following day by the manufacturer's sale representative. There was no patient involveemnt.